Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The lariat was being used to ligate a large left atrial appendage. The physician encountered some difficulty advancing the lariat over the laa due to its size. A perforation of the laa by the wire occurred when the physician attempted to further advance the lariat towards the base of the laa to fully capture it. As such, an effusion developed. The patient was converted to surgery. The laa was ligated surgically and the bleeding resolved. The patient was reported to be stable and doing well.